Event description:
It was reported that during an open reduction internal fixation (orif) of a left tibial fracture, the tip of the drill bit broke off approximately 1mm from the tip at the edge of the bone. The surgeon was able to suction the broken drill bit from the bone. Another drill bit from the set was used to complete the procedure. There was no delay in surgery and the surgeon was able to successfully complete the procedure with implantation of a plate and screw construct. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The initial complaint was reviewed and found to be a duplicate of (B)(4). Information was already reported on medwatch mw-119075; MFR number 2520274-2014-12358. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.